Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited oversensing and impedance measurements of greater than 2000 ohms. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.